Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and loss of sensing due to perforation. Surgical intervention was performed and the lead was surgically abandoned and replaced without incident.